Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of low hv lead impedance was confirmed via review of programmer printouts. The device was tested on the bench and using test equipment and was found to be normal. The cause of the low hv lead impedance could not be determined.

Event description:
It was reported that during implant, when the lead was attached to the new ICD, low high voltage lead impedance was observed. The high voltage lead impedance was within normal limits when attached to the old ICD. Dev ice was not implanted and a new ICD was implanted.